Event description:
It was reported that "the needle hub broke off from puncture needle during puncture."no patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for analysis. No definite signs-of-use were observed. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was slightly rough and uniform. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed with no relevant findings. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed , and no relevant findings were identified. Based on the sample provided, design caused or contributed to this event. A CAPA was opened to further address this issue.

Manufacturer narrative:
Qn (B)(4).

Event description:
It was reported that "the needle hub broke off from puncture needle during puncture." No patient injury or harm reported. The patient's condition is reported as fine.